Manufacturer narrative:
Bin files were reviewed and do not show any system notice for the date of event. Bin files show that at least 17 injections were performed with the catheter. The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Event description:
Information received by medtronic indicated that the patient had a phrenic nerve injury post cryoablation procedure. Fluoroscopy showed a right elevated diaphragm that was confirmed by a sniff test.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.